Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aneurysm approximately three weeks ago. There was severe anterior neck angulation > 60 degrees. Aortic neck was short measuring 10-15mm. It was reported that the bifurcated stent graft was successfully implanted and upon removal of the delivery system, the tip was passed easily through the renal fixation, however, when pulling the tip through the stent graft the tip appeared to have caught on the stent graft. The delivery system was manipulated in attempt to release the tip. A stiff wire was exchanged to try to push the delivery system away from the aortic wall and a reliant balloon was inserted and partially inflated and allowed recapturing of the tip and subsequent successful removal of the delivery system from the patient. Due to the manipulation attempts to release the tip, the stent graft was displaced 5mm. The aortic neck was ballooned and on the final run a small type I endoleak was present. The aortic neck was ballooned with moderate improvement but the endoleak leak was still present. The physician decided not to place a cuff. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (removal difficulty, endoleak, inaccurate stent graft placement), patient's condition affected effectiveness of device (angulated aortic neck), failure to follow instructions (stent graft was implanted in a patient with an angulated aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck), operational context contributed to event (stent graft was implanted in a patient with an angulated aortic neck).